Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited two loss of capture (loc) events on a competitor right ventricular (rv) lead within an episode of pacemaker mediated tachycardia (pmt) stored to the device. The cause of the loc could not be determined at the time of review. The patient later presented for additional system testing during which provocation testing did not yield any response from the device and an x-ray was obtained showing no anomalies. The patient was scheduled for another follow-up visit approximately 1 month later. No adverse patient effects were reported. This system remains in service.